Manufacturer narrative:
This report is being submitted in accordance with the requirements of 21 cfr part 803. The information contained herein is based on data available to (B)(6) at the time of submission and may not have been fully investigated or independently verified prior to the required reporting deadline. Submission of this report does not constitute an admission or conclusion by (B)(6) that the product caused or contributed to the reported event. The investigation remains ongoing. In accordance with manufacturing procedures, trays are inspected against a black background, and no particles were noted during these inspections. A final inspection of the product is also performed to verify product integrity. All mesh devices were sterilized using ethylene oxide, and the products were confirmed to meet specifications at the time of release. A review of the manufacturing records indicates that all products released during the relevant timeframe were manufactured in accordance with approved procedures and met all established specifications during both manufacturing and quality release processes. As the product was not returned for evaluation, no definitive conclusions can be drawn regarding the reported event at this time. The investigation will continue, and this report will be updated should additional information become available. The manufacturing number is (B)(4).

Event description:
The inventory coordinator at the hospital reached out to inform me that his tvt exact kits appeared to be contaminated with a white powdery substance. He could see the white particles through the clear side of the kit. I want to clarify that the kits and lots involved in this complaint have not been used on any patients; they are sealed and unopened. No patient involved.